Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon on the short port leaked and wouldn't stay inflated causing the tunnel to collapse. The surgeon opened the leg halfway to complete the procedure. No additional pt complications were reported.